Event description:
Quality controls (qc) were out of range for multiple assays on an advia centaur cp instrument. The assays included the cardiac markers troponin and creatine kinase mb isoenzyme (ckmb). No patient samples were run while qc was out of range. It is unknown if any troponin or ckmb samples were delayed from testing due to the qc being out of range. There are no known reports of patient intervention or adverse health consequences due to the troponin and ckmb qc being out of range.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) because qc was out of range for multiple assays. The tsc specialist advised the customer to rerun the daily cleaning procedure (dcp) with only water and not to use any more bleach, then to run qc again. The customer performed the dcp with water and reran qc, which was still out of range. A siemens customer service engineer (cse) then performed troubleshooting over the phone with the customer and the customer discovered bleach in the water bottle. The customer rinsed the water bottle and reinstalled it on the system, then reran the dcp. Qc was then run and all resulted within range. The cause of the troponin and ckmb qc being out of range was bleach contamination due to residual bleach in the water bottle after the operator performed the dcp. The instrument is performing according to specifications. No further evaluation of this device is required.